Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was 133 mg/dl. Customer reported that power error detected recur within 4hrs of troubleshoot the previous occurrence.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed battery power error. The power management tool confirmed battery power error was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.